Manufacturer narrative:
Per tandem¿s t:flex user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 244 mg/dl and it was addressed with multiple boluses. Reportedly, the customer suspects that their body did not respond to insulin. Troubleshooting with tandem's technical support (cts) indicated that the basal rates were different from 10 pm to 12 am. The customer changed the settings after discussing with their healthcare provider. Also, it was noted that the customer uses the cartridge for 3-4 days. Reportedly, the customer inquired to what the "red exclamation mark" near the insulin gauge meant. Cts indicated that all insulin deliveries were stopped.